Event description:
It was reported that entered backup mode due to event queue overflow. Abbott technical support was contacted and the device was restored and reprogrammed to resolve the event. The patient was in stable condition.